Event description:
An oct procedure of the left circumflex artery was being performed and the dragonfly catheter was not able to cross a circumflex lesion. After pulling the dragonfly catheter back into the guide (ebu 3.75), a cine was performed and a dissection of the left main artery was observed. The patient was on medications of 75 mg plavix and angiomax during the procedure. The patient was transferred to the ccu and treated with no further complications.

Manufacturer narrative:
The device history record was reviewed and the device was manufactured in accordance to sjm specifications. A request has been placed to the hospital for images and the device and upon receipt, further investigation will be performed.